Event description:
It was reported that pump housing around usb port was damaged, which affected ability to charge pump and meant pump could no longer be guaranteed watertight, while cause of damage was unclear and attributed to normal wear and tear. There was no reported impact to the customer¿s blood glucose level. Customer continued to use current pump as backup therapy while technical support arranged replacement pump under warranty, confirmed shipping address, instructed customer to place pump in storage mode before return, and advised customer to re-enter pump settings, reconnect continuous glucose monitor to replacement pump, and return damaged pump using prepaid label within 10 days, which customer understood and acknowledged.